Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. Customer states got calibration not accepted when he went to sleep last night and when the customer woke up sensor glucose 81mg/dl and blood glucose 49 mg/dl. The customer treated low blood glucose with juice and food. The customers current blood glucose 79 mg/dl. The customer declined to troubleshoot for low blood glucose and for sensor glucose vs blood glucose. Explained to the customer how to calibrate also advised the customer to change in infusion set. The product was not returned for analysis.